Event description:
Allegedly, during insertion of the screw, the tip of the screwdriver broke of during use. The remnant remained in the cup because it was not able to be removed. Additional information received on 11/11/2020 from (B)(6): incident description was obtained.